Event description:
Additional information received reported that the patient did not want a rechargeable battery anymore. It was noted that a manufacturer representative tried to read the battery but it would not communicate. It was reported that doing a trickle charge was discussed, but the patient wanted a non-rechargeable battery. The patient was scheduled for a replacement soon.

Event description:
Additional information received reported that the patient was moving forward with a series of injections before she replaced the implantable neurostimulator (ins) battery. It was noted that no surgery was scheduled at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was initially reported the implantable neurostimulator (ins) was dead and the patient could not connect to the ins with the recharger. It was noted the last time the patient recharged their ins was 6-8 months ago. It was further noted the patient was not able to adjust stimulation or connect to the ins with the patient programmer. It was then reported that when the manufacturer representative met with the patient, the patient had an overdischarged battery. When discussing the idea of doing a trickle charge, the patient would rather be re-implanted with a non-rechargeable battery instead. The patient was scheduled for a replacement surgery later this month. Additional information received reported that the cause of the event was attributed to the lead and recharger, that the issue was with battery depletion, and the battery was depleted and did not respond to charge. A replacement was scheduled. The patient did not require hospitalization and the patient outcome was reported as no injury.